Event description:
The patient's neurostimulator and extension were explanted in 2010 (see MFR. Rep. # 3007566237-2011-09054). The hcp later tried to implant a new device and extension. When he pulled out the lead, it broke. The broken lead was removed. The patient did not have any problems at the lead removal operation, however the doctor did not implant a new lead and as a result the patient was unable to begin therapy.

Manufacturer narrative:
Analysis of lead model 3387-28 lot # unk determined the product was segmented and cut through (suspected explant damage) with no significant anomaly. The continuity was acceptable and there were no shorts between circuits.